Manufacturer narrative:
(B)(6). Device evaluation: the femto laser was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported issue with the capsular bag. Through follow up we learn that there was a collapse and breakage of the capsule. The patient had a different lens implanted. Patient outcome is fine